Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 50 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the insulin pump prompted a change sensor alert. The customer did not receive a sensor updating or sensor glucose value not available alert and a calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump will not be returned for analysis.